Event description:
Health care facility reported that a cardiac patient with a cvc had yellow tissue under the chg gel pad and under the cloth border of the dressing. The facility reported that the catheter was removed and the dressing discontinued. The facility reported that the skin reaction is improving.

Manufacturer narrative:
Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored. The insert provides the following information on observation and when dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge.